Event description:
It was reported that noise was exhibited on this right atrial (ra) lead. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).